Event description:
It was reported that the patient underwent a system explant procedure due an unknown reason. A ll components were explanted and will not be returned as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 19590813/19604376.